Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading at time of call was 93mg/dl. Troubleshooting was performed. The device was not exposed to a high magnetic field. Assisted the caller to run the displacement test and the test failed. No further information was provided.

Manufacturer narrative:
The insulin pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. The insulin pump passed prime, displacement and basic occlusion test. No displacement anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.